Manufacturer narrative:
Customer returned 2 puendo5. Using microscope visually checked tips. No manufacturing defects or markings were noted on instruments. Complaint indicates power setting 3.5 was being used at time of breakage. Setting for puendo5 is min. Power 1 max. Power 4. It is recommended to start at the lowest setting and gradually increase power as needed. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Root causes are not identified.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two proultra endo tip #5 broke during use; no injury resulted.